Manufacturer narrative:
Concomitant products: product ID neu_wrench_acc, lot# unknown, product type accessory; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97702, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4). Device analysis for ins (B)(4) revealed no significant anomaly. Functionally okay. Device analysis for the wrench revealed no anomaly found.

Event description:
At implant the impedance checks were out of range, multiple attempts were made. The doctor requested a second ipg. Impedances were then with in normal range. There was lots of serous fluid in the first ipg. There was no patient injury and the patient recovered without sequela.